Manufacturer narrative:
G4: 29apr2020. B4: 30apr2020. The manufacturer¿s field service engineer (fse) confirmed the reported low co2 rebreathing risk issue. The fse replaced the flow sensor and (pcba) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2020 b4: (B)(6)2020. B5: the customer reported low co2 rebreathing risk. After reviewing the diagnostic report, the failure investigator found the proximal pressure was not measured and pressure-related alarms are compromised referencing proximal pressure sensor autozero failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported low co2 rebreathing risk. There was no patient involvement.